Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a loose paddle shortening cable to the side panel. The paddle shortening cable was retighten to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. This type of failure does not disable the paddles from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability.